Event description:
It was reported that the device restarted while in use on a patient. No health consequences for the patient were reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm that evita v600 performed a restart of the ventilation unit on the reported date of event whilst ventilating. The restart was caused in specified reaction on a detected temporary deviation of the flow and pressure measurement module. The event was accompanied by the intended alarm messages. The faulty parts of the flow and pressure measurement module were already replaced by the dräger service. As a safety feature of the device, the software analyses and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The device reacted like specified to a detected deviation and posted appropriate alarm messages to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted while in use on a patient. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.